Event description:
The customer contacted physio-control to report that their device displayed the wrench and battery icons. Upon evaluation of the customer¿s device, physio-control observed that the device logged an event code in the device memory that is an indication that the device may not be able to recognize a shockable rhythm if needed. There was no patient use associated with this event.

Manufacturer narrative:
Physio-control further evaluated the customer's device, however the logged event codes were not duplicated. Therefore, further cause could not be determined. The customer received a replacement device.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer¿s device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device displayed the wrench and battery icons. Upon evaluation of the customer¿s device, physio-control observed that the device logged an event code in the device memory that is an indication that the device may not be able to recognize a shockable rhythm if needed. There was no patient use associated with this event.